Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the erbe due to ongoing with bipolar instruments recognition issue. The system was tested and verified as ready for use. Isi has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was having bipolar energy issues with the erbe. The customer stated that the erbe's bipolar energy would not fire on multiple occasions due to instrument recognition issues. The customer had to keep restating the erbe to resolve the issue. The customer stated that the bipolar energy issue occurred with multiple instruments and energy cables. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) viodv generator has been evaluated by the failure analysis (fa) team. Fa was not able to reproduce the reported complaint. The unit energized and cauterized all ports and recognized instruments. Upon visual inspection the top cover has minor scratches on the right side and on top of the top cover, front frame has scratches on the right side. This issue is cosmetic and is unrelated to the functionality of the generator.